Event description:
It was reported that the patient experienced proximal screw back-out approximately 3 months post-implantation, and the backed-out screw was removed due to pain. The patient initially underwent fixation with an intramedullary nail. Subsequently, the proximal screw was noted to have backed out, and the backed-out screw was removed while the remaining construct was retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item name: ann ph nail lt 8.5x240mm; item 47-2496-241-08; lot 3239788. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.